Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the device was interrogated through inductive and rf telemetry with normal interrogation results. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the pacemaker (pm) failed to be interrogated. The pm was explanted on unknown date. No patient symptom was reported.